Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode was explanted due to infection. The patient was administered intravenous antibiotics. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.